Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a6, b5, d6b, d9, g2, h3, h6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening, wear abrasion, crease fold, and white particles inside the device. A leak test was performed and found opening on anterior. A microscopic analysis was performed which identify a smooth crease opening on posterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a smooth crease opening on posterior assessed to a fold flaw opening.

Event description:
Healthcare professional later reported "flakes in the fluid."

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.